Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Called called in stating that she just got out of the hospital. Caller stated she was in the hospital for heart condition and high bgs. Caller stated that the catheter was bent and she wasn't getting any insulin. High bg t/s per dop. Patient's bg is 210 mg/dl. Nothing further reported.